Manufacturer narrative:
Continuation of concomitant products: 383069 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock coil impedances. A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.